Manufacturer narrative:
The product is performing as expected and no systems related issues were identified. Review of the run data showed that the run for patient 1 generated a sars-cov-2 detected result with a slightly delayed CT. As the second method of testing could not be provided for patient 1, it is possible that a difference in assay sensitivity contributed to the result discrepancy that was generated as a slightly delayed CT was generated for the positive result. This suggests the sample had a lower titer. Review of the curve for the first retest for patient 2 run shows true amplification for the sars-cov-2 target. Although the root cause cannot be identified, it is possible that the causal factors may be sample processing related.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepancies for two patient samples using the cobas sars-cov-2 & influenza a/b test assay for use on the cobas liat system. Patient 1: the sample initially generated a sars-cov-2 positive result when tested on cobas liat. This patient had a recollected sample tested at a separate facility on an unknown platform and a negative result was generated for sars-cov-2. Patient 2: the sample initially generated a negative result for sars-cov-2 when tested on cobas liat. The same sample was repeated immediately after and a positive sars-cov-2 result was generated. The sample was subsequently tested two more times on two different analyzers and negative results were generated for all three targets. The negative results were reported to the patients and no harm is alleged. Per FDA¿s eua guidance, 2 mdrs will be filed.

Manufacturer narrative:
Updated to identify patient 1 and 2 (via a1-patient identifier) corrected device code added component code.